Event description:
Cause of death was reported as cardio pulmonary arrest. Was he wearing the pump at the time of death? No. How long had he been off the pump? Two weeks.

Manufacturer narrative:
We were informed of a customer passing away due to cardio pulmonary arrest. The customer was not wearing the pump 2 weeks prior the passing away. A visual inspection and tests for flow and leak were performed on the returned used device. The pcc connector needle was clogged by insulin. During manufacturing, the infusion sets are 100% flow tested by built-in controls in the machines or manually performed flow testing. If the devices are undergoing manual flow testing, human error during testing can occur. Causes for occlusion can be excessive amounts of glue blocking the pcc connector needle. During use, medication can also crystalize and cause occlusions. To prevent systemic failures during manufacturing, unomedical uses online sampling plans according to iso 2859-1. Sample sizes are tested against specifications.